Manufacturer narrative:
Device passed the self test and the displacement test. Device was monitored for a day and no unexpected audio or vibrate alarms occurred. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4)site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had beep anomaly. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that to adjust the audio volume to 1, pressed save, and listen for the beep and to adjust the audio volume to 5, pressed save, and listen for the beep. Customer reports they did hear beeps when audio volume settings were saved. Customer reported they did hear the differences between the two audio beep volumes. Customer performed self test and test passed. Customer reported that she could hear beeping sound every 30 mins. Customer stated buttons were neither pressed nor accidentally pressed. Customer reported the notification light was not blinking. Customer stated there was nothing nearby that beeps. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.